Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011-device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there was no activity related to the complaint observed in the pump's download history. There was no data in the history or from the time of the reported high temperature due to continued patient use. The battery was not returned with the pump for investigation. The pump powered on normally and was exercised for 4 hours, no overheating or alarms were duplicated. The pump electrical current draws were tested and found to be within specifications. The power flex, battery connections and internal components were tested for intermitting conditions, no defects were found. The complaint regarding pump and the battery overheating could not be duplicated during investigation. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. Software version: e3a, date of manufacture: (B)(4) 2008. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This complaint is being reported as a malfunction due to the battery overheating issue. Reportedly, the battery was hotter than the pump when the patient replaced the battery. There was no reported patient impact associated with this complaint.